Manufacturer narrative:
Results: the second ace68 evaluated was ovalized approximately 107.0 cm from the hub. The filament inside the lumen of the ace68 was unraveling. Conclusions: evaluation of the first velocity confirmed that the strain relief was stretched. This type of damage likely occurred due to forceful handling during removal from the packaging. Evaluation of the second velocity revealed no visible damage. A 0.025in stainless steel mandrel was introduced through the hub of the catheter an advanced out of the distal tip without an issue. Therefore, the velocity was functional. Evaluation of the first returned ace68 revealed that the device was kinked. This type of damage typically occurs due to forceful handling during use. Evaluation of the second returned ace68 revealed that the device was ovalized and the inner filament was unraveling inside the catheter¿s lumen. This type of damage typically occurs due to improper handling during use. If a stent retriever is forcefully retracted against resistance inside the lumen of the ace68, damage such as this may occur. Penumbra catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report numbers: 3005168196-2017-00982, 3005168196-2017-00984.

Event description:
The patient was undergoing a thrombectomy procedure using penumbra system ace 68 hi-flow kits (kit) and velocity delivery microcatheters (velocity). During the procedure, prior to use, the physician noticed that the proximal coil wind on the hub of a velocity was stretched upon removal from the packaging. Therefore, the damaged velocity was set aside and a new velocity was opened. The physician then inserted the new velocity into the patient¿s body and completed two passes using the adapt technique with a penumbra system ace 68 reperfusion catheter (ace68). While using the ace68, the physician attempted to remove the ace68 from the patient after the second pass, the physician stated that the ace68 had ovalized. Therefore, the ace68 was set aside and the physician re-attempted to access the treatment site using a new ace68 and a non-penumbra stent retriever device through the same velocity. Upon retracting the stent retriever device under aspiration, the physician stated that the stent retriever device became stuck in the ace68. Upon removing the system, the physician noticed that the nitinol inside the ace68 appeared to be captured in the stent retriever device. The procedure was ended at this point and the clot was unable to be removed. There was no report of an adverse effect to the patient.

Manufacturer narrative:
This report is associated with MFR report numbers: 3005168196-2017-00982, 3005168196-2017-00984.